Event description:
Additional information was received stating that the middle section of the initial pipeline had failed to open. There had been resistance during delivery of the pipelines. The cause of the first stent failure to open completely or second stent slow to open/wire massage needed for improved apposition was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pipeline flex device and phenom 27 catheter were returned for analysis. The pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid was returned already detached from the pusher; therefore, the distal and proximal ends could not be identified. Both ends of the braid were open and frayed. The braid¿s middle part was fully open without damage. No other anomalies were found. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be determined, as the returned pipeline flex braid¿s middle part was found to be fully open without damage; however, both ends of the braid were open and frayed. Possible causes of failure to open include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer stated that the vessel tortuosity was minimal, ruling out vessel tortuosity as a potential cause. In this event, a damaged braid or deployment of the braid in the vessel bend could have contributed to the failure to open. However, the cause of the failure to open could not be determined. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the middle of the catheter.

Manufacturer narrative:
Continuation from d10: phenom 27 catheter fg15150-0615-1s, model number: fg15150-0615-1s serial or lot number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that one pipeline flex (ped) stent would not open completely using a phenom 27 microcatheter, and one ped utilized guidewire massage to improve device-wall apposition. The patient was undergoing dense mesh stent-assisted embolization for treatment of an unruptured, saccular, thrombosed, left internal carotid artery aneurysm with a max diameter of 18 mm and a 4 mm neck diameter. The landing zone artery diameter was 2.04 mm distally and 2.92 mm proximally, and the left femoral artery access vessel diameter was 4.7 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered and the platelet reactivity unit (pru) level was noted as normal. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline stent was used for an approved indication(on-label). To facilitate good adhesion of the ped-450-30 to the wall, a sacsped 3.5/15 balloon catheter was used to dilate the stenotic aneurysm neck of the parent artery. After balloon dilation, the stenosis improved. A synchro 0.014-inch guidewire guided a phenom 27 microcatheter to the ipsilateral m2 smoothly. A ped stent was connected with high-pressure saline, fully hydrated, and then delivered. The stent tip was opened at the m1 level, and then pulled back to position it to the cavernous sinus level. At this time, everything went smoothly, however, the stent was not opened well at the posterior bend of the cavernous sinus and severe flattening occurred. The stent was deployed for a longer distance, and the overall tension was reduced, increased, reduced, pushed, pulled, and swung, however, the stent still could not be opened well. The stent was retrieved and deployed again, but the stent still did not open properly. Repeating the above steps several times still failed to properly open the stent and get it to adhere to the wall. The stent and phenom 27 microcatheter were removed from the body. The phenom 27 microcatheter was replaced with a non-medtronic xt27 0.027-inch micro catheter and was guided by a synchro guidewire into position in the ipsilateral m2 segment. A new ped-450-30 stent was advanced, successfully opened at m1, and pulled back to position at the horizontal segment of the cavernous sinus segment (distal end of the aneurysm neck). While the middle section of the stent showed flattening as it was deployed (when it passed the posterior curve of the cavernous sinus segment), the flattening was resolved through repeated operations, including deploying for a longer distance, reducing tension overall, increasing tension, reducing tension, pushing and pulling, and swinging. Deployment was continued and the proximal end of the stent opened smoothly. Angiography confirmed that the stent opened well. The micro-guidewire j-shaped stent massage promoted better stent opening and improved the stent shape. Postoperative working position angiography confirmed that the operation was smooth and perfect. Standard anteroposterior and lateral angiography had no problems and the operation was successfully completed. No patient symptoms or complications were associated with this event. Ancillary devices include: stryker synchro 0.014-inch guidewire, stryker xt27 0.027-inch microcatheter, medtronic phenom 27 microcatheter.

Manufacturer narrative:
H3: device received, analysis is progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that there was a lot of resistance on the first pipeline, and there was also resistance on the second one, but they were finally deployed smoothly.